Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. Based on the investigation results, the probable causes are th following. Judging from the fact that leaks from the instrument channel port was confirmed. From the above, handling of the treatment device for an endoscope was provided external force to the channel. As a result, it was possibility that it occurred perforation. It was reported that the instrument channel port was wobbled. It was possibility that an external force was applied to the instrument channel port of the control section.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the instrument channel port of the subject device was worn during the incoming inspection for the repair at olympus (B)(4). There was no patient injury associated with this report.